Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A broken power switch was found with the old version of the main switch stuck. The software version was old and recommended upgrading. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported a broken power switch on a video system center. No patient involvement or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. It was confirmed that the design was changed as a resistance improvement of the power switch damage. Based on the date of manufacture, the product was manufactured prior to implementation of the design change of the power switch on products shipped after november 18, 2013. It is assumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times exceeding the expected value.